Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer complains that pump is not delivering insulin. Today after programming 5 units of insulin the values went up to over 400 mg/dl and only by giving insulin via pen did the values return back to normal. No adverse event occurred. Pump replaced and requested for investigation.